Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted as a revision surgery was performed to reposition the coil due to esthetic reasons. At this surgery the electrode array was likely accidentally pulled out of cochlear, as confirmed by post-operative diagnostic imaging, and had to be explanted. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
A surgery to reposition the coil was performed. At the fitting the patient did not have access to sound. The patient has been re-implanted on (B)(6) 2016.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A surgery to reposition the coil was performed. At the fitting the patient did not have access to sound. The patient has been re-implanted on (B)(6) 2016.